Event description:
The patient reported feeling a pounding in the stomach sometimes when sitting and felt like the skin around the device was tightening. Follow up was conducted with the patient's physician and it was reported that the device had delivered an inappropriate shock due to atrial fibrillation (af). The af was due to a medication issue that has since been regulated and has resolved the af. The patient has become very anxious regarding the potential for another shock. The patient had been seen about the "pounding in the stomach" and described to them as more akin to heart pounding rather than a sensation in the stomach. The device was functioning normally and there was no indication of extracardiac stimulation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4076 implantable pacing lead: (B)(6) 2012. 4195 implantable pacing lead: (B)(6) 2012. 6947 implantable tachy lead: (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.